Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, this patient underwent an endovascular treatment for a thoracic descending aortic aneurysm using conformable gore® tag® thoracic endoprostheses (ctags). Two ctags were implanted (distal tgu313120j, proximal tgu343415j). The patient tolerated the procedure. On (B)(6) 2022, the patient visited the hospital complaining of chest discomfort. CT scan images suggested a tear in the graft material of the distal ctag. On the same day, an emergency reintervention was performed. The tear in the graft could not be confirmed by an angiography during the procedure. Also, no endoleak was found either. In this procedure, two gore® tag® conformable thoracic stent graft with active control system (ctag acs) were additionally implanted using a gore® dryseal flex introducer sheath. The previous ctags were successfully relined. However, the right external iliac artery was injured by the sheath. Therefore, a contralateral leg component of gore® excluder® aaa endoprosthesis and a bare-metal stent (luminexx) were additionally placed in the injured site for treatment. Then, the right internal iliac artery was unintentionally half-covered when the contralateral leg component and a bare-metal stent were placed to treat the vessel injury. The patient tolerated the reintervention.